Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, crease flat, black particles in the surface of the shell and opening. A microscopic analysis was performed, which identify a sharp opening on posterior side. Based on the device analysis, the final assessment is: a opening sharp in the posterior side assessed, as unidentified (tear) opening.

Event description:
Patient reported, left side "rupture". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported left side "rupture." Device has been explanted.